Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient underwent a procedure wherein the patients linear spinal cord stimulator (scs) leads were replaced with a paddle leads. The patient was doing well postoperatively and the explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).